Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. There was no indication that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The foreign material or why the foreign material remained in the device could not be determined. Although the foreign material in the scope was likely due to insufficient cleaning and the gap between the acoustic lens and ultrasound probe was likely wear and damage that occurred due to increase in time and use, definitive root causes of the issues could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the defective bending cover was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was not confirmed and no failures of the bending section cover were found. Evaluation did find the scope body was cracked, water tightness was lost due to damage on the instrument tube, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable, the displayed ultrasound image was defective due to damage on the acoustic lens, the adhesive around the objective and light guide lenses was chipped, and the bending angle in the left direction did not meet standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover of the evis exera ii ultrasound gastrovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material exiting the channel, the forceps elevator channel had foreign objects, there was a gap between the acoustic lens and ultrasound probe, and the adhesive of the distal end had a gap. The report is being submitted due to these failures found during evaluation.